Event description:
A customer reported to beckman coulter, inc. (Bec) that the modular chemistry obstruction detector on the unicel dxc 800 pro synchron clinical system was leaking. The leak was contained within the instrument and was identified as deionized water. The customer was wearing a lab coat and gloves at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Service was dispatched on (B)(4) 2012. Bec field service engineer (fse) found the obstruction detector was leaking and replaced the modular chemistry crane clot detector.

Manufacturer narrative:
(B)(4).